Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l49843, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter pump connector found broken suture ring. Analysis of the catheter pump connector also found coring-tears in seal due to outlet port, not user related.

Event description:
Additional information reported that the pump system was explanted. The patient's status after the device was removed was "recovered without sequela." The reason for the catheter removal was "other." It was noted that the pump was explanted because it was "old." There is no information provided if the pump system was replaced. There were no symptoms reported, and the outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was not using their intrathecal baclofen due to a possible malfunction/catheter problem. It was stated that the device system was delivering lioresal; however, the pump logs showed that, as of (B)(6) 2014, gablofen was in the pump. There were no symptoms reported, and the outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.